Event description:
Info received indicates the bed lost ground.

Manufacturer narrative:
The tech found the ground pin was missing on the power cord plug. The tech replaced the plug to repair the bed.